Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.5a, a.6, b.5, d.6b, g.1, g.2, h.6.

Manufacturer narrative:
The event of "delayed healing" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿scarring issues not healing correctly¿. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side "scarring issues not healing correctly". Device remains implanted.